Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge multiple times to address the occlusion. While filling 2 cartridges, insulin was not observed exiting the pigtail tubing. Customer's blood glucose was within range (value not provided). Customer was assisted with the loading process and the issue was resolved.